Manufacturer narrative:
Per additional information, the sex of the patient, weight of the patient, and date of event have been updated. The following information has been updated: a.3. Sex: female. A.4. Weight: 8 pounds. B.3. Date of event: (B)(6) 2019.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced a damaged/deformed/defective catheter tip after use. The following information was provided by the initial reporter: material no.: 381412 batch no.: 7191659 per phone call: customer explained that the tip of the catheter portion broke off post-removal from patient so patient unaffected. Lot # 7191659.

Manufacturer narrative:
Additional information: there were multiple lot numbers reported to be involved. This is the second lot to have possibly been involved. D.4. Medical device lot #: 6158659, d.4. Medical device expiration date: 5/31/2019 and h.4. Device manufacture date: 6/6/2016. H.6. Investigation summary: received one iag 24ga needle cover and opened empty package from catalog number 381412, lot number 7191659. In addition, we received one iag 24ga opened empty package from catalog number 381412. There was also a piece of a broken needle attached to a piece of tape in the bag. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: the piece of a broken needle displayed ; it was the tip of a needle which was broke off at the notch. Conclusion: indeterminate: the defect catheter broke/separated after placement was identified and confirmed with the returned tip of the needle. The needle tip can break from the when bent at the notch; this is the weakest area of the needle.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced a damaged/deformed/defective catheter tip after use. The following information was provided by the initial reporter: material no.: 381412 batch no.: 7191659. Per phone call: customer explained that the tip of the catheter portion broke off post-removal from patient so patient unaffected. Lot # 7191659.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced a damaged/deformed/defective catheter tip after use. The following information was provided by the initial reporter: material no.: 381412 batch no.: 7191659. Per phone call: customer explained that the tip of the catheter portion broke off post-removal from patient so patient unaffected. Lot # 7191659.